Event description:
It was reported that the patient complained of feeling light headed and dizzy. The patient was in the hospital following an mi. Low r-waves were measured. Noise was observed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.